Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was unable to power up their patient programmer. It was reviewed for the patient to change and replace the batteries. The patient reported no out of box failure or medical problem associated. The patient called back and confirmed that she put new batteries in and the issue resolved. The patient also stated that her device had been hurting a little and she was not sure if it was working. The patient mentioned that it felt like she could feel it there, it was kind of painful, like it was moving on the right side where ins was. The patient noted that it was like an aching pain, it ached and stopped. The patient confirmed that her symptoms improved so much and yesterday she noticed they were bad. The patient reported that she fell on a treadmill at the gym a few weeks ago. The patient indicated that the treadmill was on and she stood on it without looking down but nothing had been happening with that and everything was improving. It was stated that the patient was able to connect and changed amplitude from 2.7 to 2.8v. The patient wanted to make sure she was doing everything right and to make sure she didn't accidentally turn stimulation off. The patient confirmed that she was seeing a lightning bolt so she did have stimulation turned on but she had been having pain. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient ended up having a pocket site revision to address the issue of the pain at the ins site and the ins moving which was last summer. No further patient complications are anticipated or expected as a result of this event.